Event description:
It was reported by the patient that the day after implant the right atrial (ra) lead had to be repositioned because it moved. Follow-up information from the clinic confirms the ra lead was dislodged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D284drg implantable cardioverter defibrillator (ICD) 2013-(B)(6), 6947 implantable tachy lead 2010-(B)(6). (B)(4).